Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that lamp b does not work and when lamp a is connected to the video system it immediately blows out. Tac advised the customer to ensure the lamp lever was all the way over to lamp a. No resolution was indicated and there was nothing more tac could troubleshoot. There was no patient/user harm or injury reported due to the event.